Event description:
Customer reported pump alarms door open. False alarm found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.